Event description:
End user called to complain of the device not reading the calibration test. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.